Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a dialyzer blood leak occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed in the middle of the dialyzer. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 250 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer. A gross visual exam did not identify any kinked, broken, looped or damaged fibers on the circumference of the fiber bundle. The polyurethane material was distributed evenly and intact without any visually identifiable damage. Coagulated blood was noted on both ends of the dialyzer. The visual inspection did not determine any damage, irregularities or defects that would affect the integrity or performance of the dialyzer. The sample was subjected to a laboratory bubble point test. No leaks were observed possibly due to coagulated blood. The dialyzer was subjected to a destructive disassembly to better examine the polyurethane (pu) cut surfaces. Both screw flanges were removed and subsequent visual exam of the pu cut surfaces noted both ends to be intact with no visual damage, irregularities or separations identified. The fiber bundle was then removed from the dialyzer to better inspect the inferior pu surfaces/fiber bundle which did not identify any damage or irregularities; no kinked, looped or damaged fibers were noted. Further visual exam did not identify any voids. Once exposed to a post-production environment, such as clinic use, the dialyzer is no longer of an original state as in quality testing for the release of product and laboratory testing may be inconclusive. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the cause of the complaint was unable to confirm the reported event.